Event description:
It was reported that the lead was capped and replaced due to an increase in pacing lead impedance. The patient noted being run over by a pack of goats on a farm which coincided with the sharp rise in impedance. Patient was well after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.